Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported bd drawing up needle had foreign matter in the fluid pathway found during use. The following information was provided by the initial reporter: verbatim: ink inside needle and around the edge.

Manufacturer narrative:
H.6. Investigation: three photos and one actual sample were received by our quality team for evaluation. Upon visual inspection, black embedded foreign matter on the needle hub was observed; therefore, the incident could be determined. A device history record review found no non-conformances associated with this issue during production of this batch. The black embedded foreign matter was sent for the fourier-transform infrared spectroscopy (ftir) testing to determine the foreign matter type. The ftir results indicate that there is no good match available in the library but the best match is mixture of carboxylic acid salts and other unknown compounds. Based on the investigation, the probable root cause of the embedded foreign matter could be generated from the molding process. There is a layer of carbonized material at the injection screw which start to crack as the carbonized material becomes thicker which thus becomes black particles injected into the mold. The layer of carbonized material was generated from plastic remains in the plasticizing unit and start to carbonize on the inner wall of the cylinder and on the screw surface. The injection screw was not adequately cleaned to remove the carbonized layer.

Event description:
It was reported bd drawing up needle had foreign matter in the fluid pathway found during use. The following information was provided by the initial reporter: verbatim: ink inside needle and around the edge.